Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g3, g6, h10. Event description: information was retrieved from the national joint replacement registries on the allegretto unicompartmental knee in australia. 2319 primary surgeries happened between feb 2000 and october 2020 where 1938 patients received an allegretto femoral component; possible catalog numbers range from 49224400 - 49226001. 424 patients were revised due to following reasons: loosening (163), progression of disease (136), infection (14), lysis (12), fracture (5) and other (94). Review of received data: no medical data for the individual cases have been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the individual cases. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: information was retrieved from the national joint replacement registries on the allegretto unicompartmental knee in australia. 2319 primary surgeries happened between feb 2000 and october 2020 where 1938 patients received an allegretto femoral component; possible catalog numbers range from 49224400 - 49226001. 424 patients were revised due to following reasons: loosening (163), progression of disease (136), infection (14), lysis (12), fracture (5) and other (94). No information on the individual cases have been received; therefore, an assessment of the individual cases could not be performed. Due to significant lack of information a detailed investigation on the individual cases could not be performed, nevertheless based on the received report there is no indication of a nonconformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file (B)(4).

Event description:
Information was retrieved from the national joint replacement registries on the allegretto unicompartmental knee in (B)(6). Primary surgeries happened between (B)(6) 2000 and (B)(6) 2020 where 1938 patients received an allegretto femoral component; possible catalog numbers range from 49224400 - 49226001 - not specified. 424 patients were revised due to following reasons: loosening(163), progression of disease(136), infection (14), lysis (12), fracture(5) and other (94).